Manufacturer narrative:
Per the clinic, the patient never had a connect device and therefore the patient was not converted a subcutaneous baha implant system as previously reported. It was just the removal of the magnet due to poor performance.

Manufacturer narrative:
This report is submitted on march 01, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
It was reported that the patient experienced skin overgrowth at the implant site. Subsequently, the patient underwent revision surgery 2015 (specific date not reported), in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. No other event or complications that may have contributed to the decision to convert the patient were reported.